Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent delivery system was inflated to 12 atms, contrary to IFU, and the delivery balloon inflated unevenly. The balloon could not be deflated, and following the pt experiencing chest pain, the device was withdrawn through the guiding catheter. The stent was successfully deployed and no pt injury was reported.